Event description:
It was reported that the patient was having small-bowel obstructions and gi problems that resulted in several hospitalizations. The patient went to their surgeon to have the stimulator replaced and there was no charge in it. Then when it was checked at the hospital there was charge in it. The battery would charge at times, but it would not charge at other times. Additional information reported that the patient had originally gotten the implantable neurostimulator (ins) for gastroparesis. The bowel obstructions previously reported were noted to be ¿pseudo-obstructions¿ from small bowel motility issues. The patient was currently reported as stable.

Event description:
Additional information reported that the implantable neurostimulator had normal impedances at the time of replacement.

Event description:
It was reported that a patient had her device replaced due to battery depletion and malfunction. The reporter stated that the device battery would show that there was a charge and then it would show no charge. It was reported that the therapy was fine until the battery "went out." Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported that the patient's issues were not resolved. It was stated that there were complications after surgery and the patient saw the doctor three times. It was noted that the patient was going to contact their doctor again. No further information was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 435135 lot# serial# (B)(4), implanted: 2004 (B)(6), product type lead product ID, 435135 lot# serial# (B)(4), implanted: 2004 (B)(6), product type lead. (B)(4).